Event description:
The pt was a 40 yr old woman who had bilateral breast augmentation in may of 1988, using implants. The left implant was 275cc, right implant 325cc. The pt had longstanding capsular contracture and burning pain in the breast. The pt did not have any significant systemic symptoms, she would like breast implant removal.